Event description:
It was reported a new set was delivered to customer and the screw driver with retention pin is not working.

Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: investigation summary: the product was returned to depuy synthes for evaluation. Visual inspection of the returned device found that the retention pin xl25 was assembled to the mating device, however once disassembled the body of the pin shows signs of bending at the distal end. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. A functional test was performed and revealed that the mating device was able to disassemble, however on the assembling wasn't able to assemble as smooth as intended due to the observed damage. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the retention pin xl25 would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Dimensional inspection: n/a. Device history: part number: 03.045.002-15, lot number: 63371p8, manufacturing site: hägendorf, release to warehouse date: 14-aug-2025. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.